Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that there were a couple minor scuffs on base, otherwise the device was in good condition. During occlusion testing, the reported problem was duplicated. The root cause of the reported issue was found to be the q1 on plunger board had broken off. Plunger board had broken free and was free floating in plunger case. Replaced plunger board.

Event description:
It was reported that the device will not recognize syringe. No patient injury was reported.